Event description:
The customer reported a speaker malfunction error message. The customer reported that it was unknown as to whether device was in use on a patient at the time of the complaint/event. There was no adverse event to a patient or user.